Manufacturer narrative:
(B)(4). Batch # n56v5y. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a white reload present. The reload was received partially fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the staples fall out of the cartridge prior to the firing? Did the device fire at all? Or did the device fire and the staples did not form? Procedure: lap. Appendectomy. Device: ats45 lot n4m53h and reload tr45w lot n4lv02 male patient, 37 years old, 75 kg patient¿s pre-op diagnosis: acute appendicitis, no other relevant diseases during first firing of the device the user experienced excessive force to close the device on tissue. There was a cracking noise detected during firing and opening of the device. The appendix tissue was inflamed and soft. The tissue was prepared for dissection accordingly. Several attempts were necessary to open the device with the anvil release button. After removing the instrument from tissue it was observed that the device did not cut and staples were observed misformed in tissue or unformed in situs. There was no blood loss or other negative consequence for the patient. Patient is in a good condition.

Event description:
It was reported that during a laparoscopic appendectomy procedure, during firing, "cracking" noise and instrument did not open. Opening the instrument was only possible with great effort and using the unlock button a few times. Staples lay in patient, instrument did not cut and did not open after returning out of trocar. Took another instrument to continue and to take out the staples. There were no adverse consequences for the patient reported.